Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sec set no ports w/hanger dehp free fell apart during priming. The following information was provided by the initial reporter: event 1: material no: 11448964 , batch no: 20043438. It was reported that while priming the set, it fell apart where the tubing connects to the drip chamber.

Manufacturer narrative:
H.6. Investigation: a sample was received and the customer's complaint of separation has been verified. A device history record review for model 11448964 lot number 20043438 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. After a visual investigation under microscopy, the root cause has been determined to be an insufficient amount of solvent and a shallow tubing insertion depth.

Event description:
It was reported that sec set no ports w/hanger dehp free fell apart during priming. The following information was provided by the initial reporter: event 1: material no: 11448964 batch no: 20043438 it was reported that while priming the set, it fell apart where the tubing connects to the drip chamber.